Event description:
This is a solicited report by a nurse from the (B)(6) of fever, not feeling well and sterile peritonitis in a (B)(6) female patient coincident with extraneal viaflex for automated peritoneal dialysis (apd) therapy. On (B)(6) 2006, the patient began extraneal viaflex (dose, frequency and lot number not reported). On (B)(6) 2010, the patient began extraneal viaflex therapy. On (B)(6) 2010, the patient was feeling unwell. On (B)(6) 2010, the patient had problems with draining and some abdominal discomfort. On (B)(6) 2010, the patient went to the hospital with cloudy fluid, abdominal pain and fever. The patient was diagnosed with moderate sterile peritonitis not requiring hospitalization. On (B)(6) 2010, the patient began treatment with cephradine 1.5gm daily for three weeks and gentamycin 32mg daily for three weeks (route not reported). On an unreported date, extraneal viaflex was discontinued and the patient's condition improved (recovering). Extraneal viaflex was not reintroduced. The patient did not receive any further treatments. The patient was not taking any concomitant medications. The reporting nurse believed that the sterile peritonitis was related to extraneal viaflex therapy. No root cause was identified and the patient denied break in technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The root cause for this incident is undetermined at this time. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.